Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed. During the investigation the technician discovered damage to the battery well and internal components consistant with a severe impact or drop. The battery well will be replaced and the device will be recertified and returned if service is approved by the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.